Event description:
It was reported that a spectrum infusion pump had a white screen during therapy in the cardiac operation care area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval observed the reported "white screen" during power up. This condition was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.